Event description:
The manufacturer received information alleging a ventilator service required occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, battery not charging fault, was observed in the device's error log. The third-party service technician further evaluated and determined the detachable battery had caused the ventilator service required to occur on the device. In conclusion, the device's detachable battery needs replaced to address the issue. The root cause is confirmed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the system printed circuit assembly (pca) needs replacing for another error code, press pair error, that was observed on the device's error log. The air inlet foam filter and particulate filter need replacing for preventative maintenance unrelated to the reportable issue.